Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two curved openings on anterior and posterior and fold creases. Leak test and microscopic analysis was performed which identified: two striated openings on anterior and posterior, a sharp opening on posterior, non-penetrating nicks on posterior, a sharp broken on plug strap, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on anterior and posterior assessed as surgical damage consist in the use of some surgical tool. A sharp opening on posterior assessed as an unidentified (tear) opening. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Patient reported left side deflation. Healthcare professional later confirmed deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional later confirmed deflation. Device remains implanted.